Manufacturer narrative:
(B)(4) the product was not returned for investigation. The reported complaint of iab helium loss alarm is not able to be confirmed. If the product is returned at a later date, a full investigation of the sample will be completed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Event description:
It was reported that after the intra-aortic balloon (iab) was implanted, the intra-aortic balloon pump (iabp) was turned on and started to work for about 3 minutes and then repeatedly alarmed for helium leaks. As a result, the iab was replaced. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that after the intra-aortic balloon (iab) was implanted, the intra-aortic balloon pump (iabp) was turned on and started to work for about 3 minutes and then repeatedly alarmed for helium leaks. As a result, the iab was replaced. There was no report of patient complications, serious injury or death.